Manufacturer narrative:
A ge representative evaluated the system and reseated the pcbs and tightened connectors on the transformer. System operates as intended.

Event description:
Customer reported the collimator intermittently cones down and the system shuts down. No patient injury was reported.